Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal cramps') and genital haemorrhage ('gen. Abnorm. Bleed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping) / menstrual cycle pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubal ligation - surgery to remove essure coils (B)(6) 2014 and removed essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, dyspareunia and dysmenorrhoea was resolving and the genital haemorrhage, weight increased, endometriosis, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013 (as reported discrepancy noted) in essure confirmation test date diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.422 kgs. Ultrasound scan vagina - in 2013: essure confirmation test (unspecified). Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Events vaginal bleeding, menorrhagia and abdominal cramps added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("reproductive system disorder or condition - type of disorder or condition: endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubal ligation - surgery to remove essure coils (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dyspareunia, dysmenorrhoea, weight increased and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013 (as reported discrepancy noted) in essure confirmation test date. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified). Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnormal bleeding,weight gain, reproductive system disorder or condition-endometriosis were added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.